Manufacturer narrative:
Qn#(B)(4).

Event description:
It was reported "inserting cvc through femoral by registrar in ICU with consultant supervision. Had difficulty advancing wire through needle, then manipulate and pulled back out through needle, wire uncoiled and then difficulty removing all of uncoiled wire, then felt 'pop' believe part of wire left in patient. Surgical team notified, able to remove most of wire, feel there may still be small portion left inside vessel. Patient already extremely unwell, intubated and sedated and haemofiltered. Patient family made aware, will monitor the site and do further." It was reported the patient's current condition is reported as "critical". It was reported the patient's current condition is unrelated to the event.

Manufacturer narrative:
(B)(4). The actual device was not returned; however, the customer provided one photo for analysis. The complaint of a separated guidewire separated was able to be confirmed by the photo as it revealed that the core wire had separated from the spring coil wire during use. The guidewire was protruding out of the needle cannula. The damage observed is consistent with retraction of the guidewire upon the needle bevel, however, a complete visual inspection to determine the cause of the damage could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. The instructions for use (IFU) provided with this kit warns the user, "warning: do not withdraw guidewire against needle bevel to reduce risk of possible severing or damaging of guidewire. Do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained and further consultation requested." The complaint of separated guidewire during use with the needle was able to be confirmed by the customer photo as it revealed that the core wire had separated from the spring coil wire during use. The guidewire was protruding out of the needle cannula. The damage observed is consistent with retraction of the guidewire upon the needle bevel, however, full complaint verification testing to determine the cause of the damage could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "inserting cvc through femoral by registrar in ICU with consultant supervision. Had difficulty advancing wire through needle, then manipulate and pulled back out through needle, wire uncoiled and then difficulty removing all of uncoiled wire, then felt 'pop' believe part of wire left in patient. Surgical team notified, able to remove most of wire, feel there may still be small portion left inside vessel. Patient already extremely unwell, intubated and sedated and haemofiltered. Patient family made aware, will monitor the site and do further." It was reported the patient's current condition is reported as "critical". It was reported the patient's current condition is unrelated to the event.